Event description:
It was initially reported that after a da vinci-assisted sigmoid colectomy procedure, the patient returned to the hospital with a ureter injury. The surgeon of this procedure reportedly believes that the injury was caused by the stent placed in the ureter by the urologist. On 14-oct-2021, intuitive surgical inc. (Isi) contacted the surgeon of this procedure and additional information was obtained about the event: the surgeon reported that this case was very difficult due to patient anatomy. The patient was reported to have diverticulitis and fibrosis built up from over a year before coming in for this procedure. During the initial colectomy procedure, the patient had a positive leak test. The surgeon reported that she does not believe this leak was due to a da vinci product but thinks that her sutures came undone due to her technique. The surgeon reported re-dissecting the anastomosis due to this leak. The patient did not experience any post-operative complications and was discharged about six days after the procedure. The surgeon reported that the patient had an ileostomy and a higher out-put post-operatively. The surgeon reported that the patient hospitalization was planned prior to the procedure. The surgeon reported that a ureteral stent was used during the initial procedure and she was aware of no stent issues, nor that any issues arose due to the stent. The patient returned to the hospital about three or four days after being discharged (about ten days post-operatively) with a right side ureteral injury. Upon the patient¿s return to the hospital a CT scan was performed which showed fluid collection that appeared to be a urinary track leak. The patient was drained and the fluid proved to be urine. A cystoscopy was performed and it showed the patient had a right ureter injury. A stent was placed to resolve this injury and the patient was hospitalized for another five days. The surgeon reported that she does not think that a da vinci product caused or contributed to this event. The surgeon reported that the injury might have occurred while she was using the monopolar curved scissors (mcs) instrument, but that it was how the instrument was being used that might have caused the injury rather than it malfunctioning. The surgeon said that there was no unintended energy spreading or arcing during this procedure. The surgeon said the injury could have been caused by the stent being inserted. The surgeon reported that she ultimately does not know the cause of this injury. There are no photos or videos of this event and procedure. The patient is reportedly doing well and has returned for check-ups with no further medical intervention. The patient is scheduled to return to the hospital in early (B)(6) 2021 to have their ileostomy reversed.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the procedure date of (B)(6) 2021 has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, the monopolar curved scissors instrument was reused in six subsequent procedures until all uses were depleted. A review of the site's complaint history was performed. There were no other complaints related to this product. No image or procedure video were provided for review. This event is being reported due to the following conclusion: the patient reportedly experienced a ureter injury that caused them to return to the hospital for treatment and hospitalization.